Event description:
Additional information received from the consumer reported that they had apparently turned the stimulator off at some point and didn't realize it. The patient stated that they didn't know there was a box with a check in it if it was on. To resolve the issue it was turned back on and was working normally. The patient reported they had a truly miserable winter, but now know what to check. The patient further reported that the tingling sensation happened when they turned it up to figure out what was going on and that it was not a problem.

Event description:
The consumer reported they normally charged every other night. For the past two months starting in (B)(6) 2015 it had been at least three weeks or longer since they had charged. The programmer and recharger were both showing the implant was full. The patient was unsure if they were getting good therapy and noted they had pain in (B)(6) 2015 also. The patient could change settings with the programmer and when turning up to different setting they would not feel stimulation as they normally would. The patient would feel tingling in the neck when messing with the controller. When the patient turned their neck they got tingling down their fingers and they hadn't felt that in forever. In the past if they turned their head a certain way they got tingling in their hand. The program that was used was turned up all the way to 8 volts. The patient had always been at 8 volts. They confirmed the lightning bolt was p resent and no changes in the patient's settings. A few days later the manufacturer representative reported the patient's recharge statistics. Based on the recharge calculation we would anticipate the patient needing to recharger every 2-3 days which was representative of what they were seeing in the recharge statistics. The time in which the patient did not feel therapy and did not have to recharge was previous to the dates for the recharge statistics. The device was interrogated and showed high impedance of greater than 10,000 ohms on electrode 8. Electrode 8 was not programmed. Impedances for 0 and 3 were 578 and 0 and 15 was 799. The diary was checked and the patient used group a 100% of the time and it was only used 77% since the last session on (B)(6) 2015. The representative was going to obtain additional information to find out if the device was off during the period where the patient did not see the battery depletion. Later that same day the representative reported the patient decided they actually did inadvertently turn the therapy off and that was likely the cause for not having to recharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.